Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. The caller stated that the patient was brought into the clinic and shock impedance was 69 ohms. The consultant informed the caller how exercising the system with a manual capacitor reformation and a delivered shock would help in determining and verifying if the system is completely functional following the fault code. The caller stated he would pass the information onto the clinic. The patient presented to the emergency room due to palpitations a month after the initial observations were reported. The patient did not want to come back to the clinic for further evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing tones from her device. Device interrogation revealed a fault code 1006 due to a high voltage alert detected during charge. A review of the logbook found multiple episodes of noise on all three channels due to electro cautery which was used during spinal surgery. The caller stated the noise episodes occurred on date that patient had the procedure; however, the time stamp is off by an hour. The last in-office follow-up was performed two months ago and the time discrepancy is most likely due to the change in daylight savings time and the device still synched to standard time. The patient's presenting electrocardiogram (egm) is clean as is the most recent non-sustained ventricular tachycardia (nsvt) episode. A patient initiated interrogation (pii) showed normal device function and all diagnostics looked fine. No adverse patient effects were reported.